Manufacturer narrative:
On 15-feb-2016, a field service engineer (fse) was dispatched on site and found a bent sample needle. The fse replaced the needle from the customers stock, checked and aligned new needle, ran patient sample and all were within range. No further action required by fse. The most probable cause of the reported event was the sample needle. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer called to report fluid under his drain valve, which indicates its coming from inside the analyzer. A field service engineer (fse) was dispatched to address the reported event over the phone. The fse advised the customer to check his waste tubing to ensure that it had no kinks; but the problem still persisted.